Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b1 updated, b2 updated, and h1 updated. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycled 15 times with the customer returned batteries without duplicating the report. All batteries were measured to be 3.1 volts. Based on the testing and log review, there is no fault found with the device. The device was recertified and returned to the customer. The logs from the event were reviewed and did not observe evidence of the device not starting in rescue protocol or shutting down prematurely. The device history log shows no faults or advisories that may have contributed to customer report. No trend is associated with reports of this type.